Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when the port was punctured to the safestep and the medicine was injected, the leakage was found near the base of the safestep. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the needle housing was confirmed and the cause appeared to be supplier related. One 22g safestep infusion set without y-injection site was returned for investigation. The safety mechanism had been activated over the needle tip. The clamp was closed over the extension set tubing. A functional test revealed fluid leaking from the needle housing. The extension set tubing appeared to be bonded to the proximal end of the needle housing and there appeared to be an adhesive fillet between the needle and the extension set tubing; however, no adhesive was observed between the needle and the needle housing. A tactual investigation revealed that the needle was loose within the needle housing. A microscopic examination of the leak site revealed a break in the adhesive bond between the needle and the extension set tubing. Fluid leaked between the adhesive fillet and the external surface of the needle. Since no adhesive had been applied between the needle and needle housing, this complaint appears to be supplier related. The supplier was notified of this complaint.

Event description:
It was reported that when the port was punctured to the safestep and the medicine was injected, the leakage was found near the base of the safestep. There was no reported patient injury.